Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was not replicated or confirmed. The device and multi-function cable were put through extensive testing including full functionality testing and stress testing without duplicating the report. The device was recertified and returned to the customer. The electrode pads were not returned for testing as part of this investigation. It was recommended that the CPR adaptor be replaced as a precaution. No trend is associated with reports of this type.